Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during endoscopic wedge resection of lung, the surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however it was stiff and could not fire the device. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is alive with no problem.